Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-aug-30 from an hcp reported actions/interventions taken to resolve the flipped pump and poor ptm screen included the patient was going to see the surgeon. The cause of the poor communication screen on the patient¿s ptm was not determined. The flipped pump gouging the patient¿s rib cage and the poor communication screen were both unresolved. The patient¿s weight was reported to be ¿same as always¿ per the hcp. Additional information received on (B)(6)2017 from the consumer reported his pump flipped, and he flipped it back. The patient stated he didn t know if he flipped it the correct way. The patient stated he had followed up with his hcp, and he had an appointment set up. The patient noted he called when it happened the first time, and it just happened (pump flipped) again that day. The patient also asked if the catheter swivels where it connects to the pump.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [30.0 mg/ml] at a dose of 10.008 mg/day. It was reported the patient stated that it seems his pump was moving all over the place. The patient stated that he was pretty sure the pump didn¿t used to do that. The patient stated that whenever he used his personal therapy manager (ptm) he placed it right over where his scar was, and he would be able to give himself a bolus, no problem. The patient stated that now even when he tied his shoes the pump moved, and it was almost like he could flip it upside down. The patient stated now when he tried to give himself a bolus he had to move it all over the place. The patient stated that he could give himself a bolus when he moved it to the top right below his rib cage. The patient stated that he could almost flip the pump. When he was lying in bed, the side of the pump was facing the ceiling. The patient also mentioned that a month or two ago he was really noticing when he would tie his shoe that the pump was really gouging into his ribcage. The patient reported the pump started moving a week or two ago, and the poor communication screen star ted on (B)(6) 2017. Additional information received on (B)(6) 2017 from the consumer reported the managing doctor was not calling him back. The patient stated he called the doctor on thursday and friday ((B)(6) 2017), and they were not responding. The patient stated he was concerned that the pump might flip again and then pinch off the catheter which could lead to withdrawal. The patient was wondering if patient services could walk him through flipping it back. The patient repeated the information about how he had to lift up the pump to get the ptm to read to get a bolus. The patient stated he just had the refill done on (B)(6) 2017, and the refill usually lasted about 100 days. The patient stated he might call the surgeon to see what they can do. No further patient complications were reported.